Event description:
It was reported that (1) hp052 was not used in a procedure. It was reported by the rep that the harmonic scalpel handpiece gave a steady tone as the surgeon attempted to activate the lcs-cs shears. Another lcs-cs was opened to the same result. The handpiece was then switched to another and the instrument worked fine. There was extended or time by ten minutes.